Event description:
Additional information received from healthcare professional (hcp) indicated that the patient was initially admitted on (B)(6) 2023 for cardiac issues, which included sc elevation, cardiomyopathy, and acute respiratory failure. The patient remained admitted until (B)(6) 2023, but the events were stated to have had nothing to do with the pump or therapy. The family felt the issues were related to the pump/therapy and requested the patient to be slowly tapered off morphine for device removal. The nurse again stated that none of the providers felt that the events were related to the pump or therapy and that the pump had been interrogated without finding and it was assure that the patient was receiving the same dose they had been all along. The patient was again admitted on (B)(6) 2023 for urinary retention. The patient had (unspecified) elevated laboratory tests which the providers suspected may have been pump related. The patient was treated with narcan and had a response, and it was thought that the events were drug related. However, it was ultimately decided that the issues were again cardiac related, not from the pump at all, and interrogation revealed no anomaly - everything was fine with the pump and the response to narcan was coincidental. The patient was found to be hypokalemic at "2.7," was treated, and was subsequently discharged in the last day or two (as of the time of this call). The family thought the patient was both "overdosing and detoxing" from the drug, but the patient's low potassium was reported as the cause of those symptoms. At this time, the patient is still receiving morphine at 2.677 mg/d. Patient weight as of (B)(6) 2023 was noted to be 118 lbs. As of this time, the patient is in a skilled living facility and not thought to have much life left. The patient has another appointment with their physician on (B)(6) 2023 to discuss further taper for possible removal. The nurse again stated that the pump was interrogated multiple times and each time everything was fine. The issues were reportedly due to the patient's cardiac status and not the mdt device/therapy. With regard to the patient almost dying 3 times, it was reported that the patient was intubated for respiratory failure and that the issues leading to the patient's respiratory failure, intubations, and almost dying 3 times were not due to the mdt device/therapy, but rather to their cardiac issues.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 and was in the intensive care unit (ICU) for about 3.5 weeks. They finally got the patient stabilized and released on (B)(6) 2023. One week later they took the patient back to the hospital and transferred the patient to dartmouth. The patient was readmitted because the pump was overdosing the patient so they were lowering the dose. The patient was going through withdrawal. They got the patient all stabilized and sent them home. The patient started going through withdrawals again. It was mentioned that all of the patient's vitals were good. It was mentioned that they were trying to get the patient off the morphine so that she can build her strength up to survive the surgery to remove the pump but had to put the morphine back on due to withdrawal. It was reported the patient almost died three times over the last month and had been intubated several times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.